Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to verify missing segments and perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. No moisture damage found on the motor, battery tube, vibrator and keypad assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of call and current blood glucose level was 208 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. The customer treated with the lantus shot. Customer also reported that insulin pump was showing a black rectangle. Customer stated that the black screen did not disappear. Customer troubleshoot was performed. The insulin pump will be returned for analysis.